Event description:
Patient is a 63-year-old well educated physician who has used hydrogen peroxide agents for rgp lens disinfection for decades. Product used according to instructions. Patient has used this product and other manufacturers version of this product for many years without incident. At least 6 bottles of same lot have same problem. Hydrogen peroxide is not being neutralized by the discs provided with the product even after a minimum of 9 hours of soaking according to the package insert, as patient has done for many years. This resulted in immediate and prolonged stinging or burning of the eyes, red conjunctiva, excruciating pain, and blurred vision. Even with simple rinsing with preservative free 0.9% sodium chloride solution, the lens caused the same symptoms. Time will tell if permanent injury to the cornea and surrounding structures result. Severe eye exposures may result in ulceration of the eye, corneal swelling, corneal abrasions, and corneal ulcers. If left untreated, they can lead to scarring and vision changes, including blindness. It is well documented in the literature that delayed effects can be seen to the ocular surface and conjunctiva with exposure to 5% hydrogen peroxide. At this point with such poor-quality assurance, we don't know whether this is 3% or 10% peroxide. It takes multiple vigorous and prolonged rinses with preservative free 0.9% sodium chloride solution for all the active hydrogen peroxide to be removed and the lens to be able to be tolerated. As an educated physician with over 30 years of clinical expertise, the patient knows that lenses cannot be put in your eyes straight without being neutralized. He knows that hydrogen peroxide treated lenses should be left in the special case for a minimum of six hours. There is a disk in this case, which should have a chemical reaction with the hydrogen peroxide and turn it into saline option. He is also aware that the disc loses its efficiency after a long time and must be replaced. He has used a new disc with each new bottle to avoid getting the hydrogen peroxide in eye. He has even tried using multiple discs to try to neutralize this caustic solution. In cultures of human corneal epithelium, at a concentration as low as 30 ppm, a single dose of hydrogen peroxide caused rapid cell retraction as well as cessation of cytokinesis and mitotic activity; formation of membranous vesicles preceded cell death, which occurred by seven to eight hours after exposure. Lens eye toxic res. 1990;7(3-4):385-401. Arch ophthalmology. 1989 oct;107(10):1516-9. Doi: 10.1001/archopht.1989.01070020590046. The patient does not exhibit any symptoms with similar products made by other manufacturers. Upon reporting of this problem to alcon, it was interesting to say the least, that the company did not offer to replace or refund the cost of multiple units of this product, but instead asked the patient to ship all units of the product in question to them. The FDA should consider doing an immediate recall of the product in question. A "for cause" audit is indicated looking at production process, records and collecting samples. The product is available for testing. Soft/rgp hydrogen peroxide disinfecting solution.